Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
During an interventional stenting procedure, the 3.5 x 33mm cypher select stent did not cross the proximal-left anterior descending artery (lad) lesion. Angiogram showed a 85% stenosis. A 7f xb3.5 guide catheter was introduced into the lesion. Wire was introduced through the lesion and pre-dilated with a maverick balloon. The physician tried to cross the cypher through the lesion, but it could not cross because the lesion was very angled and calcified. Physician completed the procedure with another cypher stent. A secondary failure was noted. Product was frayed at the proximal end. There was no patient injury and no additional information given.